Event description:
The customer reported the clamp mechanism of the mobile holder for the wireless detector does not hold the detector anymore.

Manufacturer narrative:
The investigation showed the lock mechanism at the wireless detector mobile holder does not work correctly and can open unintentionally when rotating the holder to + 90 degree. Four screws are not fixed properly. The field service engineer exchanged the mobile holder. After this correction the system works as specified. (B)(4).